Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. However moisture damage was noted on motor assembly.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 183 mg/dl. After troubleshooting, it was found that customer went through an airport scanner. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.